Event description:
Blistering and itching at dexcom g6 sensor site after using the product for several years. Doctor told me that dexcom had changed the sensor adhesive without notifying patients. I tried using barriers and other possible solutions suggested by the manufacturer but nothing worked. Have switched to the libre, but this device doesn't link to my iphone for glucose readings and sharing. FDA safety report ID# (B)(4).